Event description:
It was reported the video scope's video image was distorted. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality, light guide bundle was chipped and pink image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image quality was due to right unit malfunction, light guide bundle chipped was due to universal cord malfunction and pink image was due to universal cord malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope's video image was distorted. There were no reports of patient harm.